Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the low or blocked pump flow issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. The cause of the injury could not be determined due to insufficient clinical details.

Event description:
Clinical narrative: a 66-year-old male with an indication for acute myocardial infarction and cardiogenic shock (pre support clinical state consistent with scai stage e) presented after suffering cardiac arrest outside the hospital and was transported emergently to the catheterization lab. The patient required multiple vasoactive infusions and initial mechanical circulatory support with an intra-aortic balloon pump; however, he continued to deteriorate, prompting removal of the balloon pump and implantation of an impella cp. Immediately following impella placement, the patient developed complete heart block with persistent suction alarms and severe hemodynamic compromise, progressing to a map in the 30s and requiring CPR. Despite resuscitative efforts, the patient¿s condition continued to worsen, and the care team ultimately made the decision to withdraw care. The patient expired on (B)(6) 2026 at the time of explant. The death is conservatively being reported to the impella cp but is unlikely a contributing factor and is most likely attributed to patients underlying critical condition as they presented in scai stage e, biventricular failure and cardiac arrest rather than to impella device performance. No device-related failure has been identified, and the product was not returned for evaluation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.